Event description:
It was reported that the procedure was cancelled. The patient underwent an intravascular ultrasound (ivus) where an opticross was selected for treatment. During preparation, when imaging tests were about to be performed, several errors codes 278, 125, 130, and 229 and a failure in the acquisition processor occurred. The procedure was cancelled due to this event. There were no patient complications reported.